Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express act button dome switch. There was no unlocked lcd keypad connector and no unexpected buttons that were hard to press anomalies on the device. The insulin pump was received with all buttons functioning properly, minor scratches on the lcd window and cracked reservoir tube lip. (B)(4)

Event description:
Customer reported via phone call keypad anomaly. Customer advised the buttons are hard to press on the replacement insulin pump they received. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.